Event description:
On 06/11: customer reports two extravasations. This entry is for pt 2. A male having a CT abdomen with contrast for pancreatitis. Injection protocol of 3ml/sec is only info provided by the customer. IV access is the right ac. Contrast, optiray 320. No other info available from customer. Technologist noted no contrast on the scan images. Technologist checked the IV site and noted IV not secure and contrast under the tegaderm covering. Approximately 7ml extravasation. Pt did not complain of pain or burning discomfort. Pt treated with alternating warm/cold compress. Pt was observed for an undetermined amount of time and transferred to the ER. Pt reported recovered and doing fine.

Manufacturer narrative:
Field service engineer verified proper operation of ct9000adv per manufacturing specification using service manual and service checklist. Injector operates per specifications. System returned to full service by the customer.